Manufacturer narrative:
(B)(4)

Event description:
Analysis of the returned device revealed that the balloon catheter shaft leaked. There were no clinical consequences to the patient.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Analysis of the returned device revealed that catheter shaft was severely kinked at 27 cm and 65 cm from its proximal end. It was also severely compressed at several places along its length. The cathetershaft was examined along its length and it was found to be deformed, compressed and slightly wrinkled on several places along its length. In addition the catheter distal section was compressed. The balloon bonds were inspected and found intact. The flowgate shaft was examined under magnification and it was discovered that there was long scratch along its shaft. During performance testing, attempts were made to inflate the balloon and the water was leaking at 46 cm from its proximal at the scratch site. Based on the investigation and information available, it is likely that the device became damaged during use. Therefore, a cause of operational context has been assigned to this event.

Event description:
Analysis of the returned device revealed that the balloon catheter shaft leaked. There were no clinical consequences to the patient.